Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident transfer from a bed to a wheelchair using marisa passive lift device and the sling fitted with clip, the resident slipped from the lift and as a consequence of the event sustained a fractured femur.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may been submitted for the manufacturing site (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment, under exemption (B)(4) on behalf of the importer (B)(4). Additional info will be provided following the conclusion of the investigation. (B)(4).